Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500 mg/dl. The customer was nauseous and had pain in their arm. They were in the doctor's office and once the doctor realized how high the customer's blood glucose was they were sent to the hospital. The customer was placed on lantis injections and was released. The customer was wearing the insulin pump at the time of the hospitalization. The customer's blood glucose at the time of the phone call was 294 mg/dl which was treated with 7 units of humalog. They needed assistance programming their insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.